Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that during npwt utilizing a renasys ez, it was unable to compressed the dressing, and four indicator lamps blinked simultaneously. Further, despite stopping the pump, the pressure gauge still shows 110 mmhg. The treatment was continued with a back up device. There was no delay. No patient harm was reported.